Manufacturer narrative:
Block b3: exact date unknown, event occurred over two months ago from date manufacturer was made aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.